Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 454 mg/dl, 450 mg/dl and 533 mg/dl. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer mentioned symptoms like abdominal pain, difficulty in breathing, nausea and vomiting as a symptom of high blood glucose levels. The customer stated that they treated high blood glucose levels with bolus from the insulin pump and manual injections. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The customer did not allege the insulin pump for under delivery. They also stated that the insulin pump was not on auto mode at the time of the incident. While troubleshooting the insulin pump the customer noticed that he insulin pump had cosmetic damage. The customer mentioned a long crack of about 2 inches at the back of the insulin pump where you put the belt clip. They stated that there was no damage to the reservoir lip ring. The insulin pump passed the self test and displacement test. The insulin pump will not be returned for analysis.